Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation transport handle was evaluated and repaired. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the workstation transport handle sheared free from the workstation. No pt death or serious injury was reported related to this event.